Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a procedure, the communication between the wireless trackers on the imaging system and navigation system could not be established. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Correction: a medtronic representative reported that the connection between the navigation system and the imaging system was checked by the site and if the instruments were registered. Ultimately they had to do a reboot for both systems to resolve the issue.

Manufacturer narrative:
Correction: while testing the imaging system, the representative reported that the drape was also secured to the imaging system to reduce the chance of intermittent communication.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.